Event description:
Account stated the bed will slowly drift down bed was located in recovery, pt was on bed at time of drift, no injuries reported.

Manufacturer narrative:
Account was given instructions on how to clean brake. Repair has not been completed at this time.